Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), lot: 7072668.

Event description:
It was reported that the spinal cord stimulation patient experienced pain at the thoracic incision site. In addition, high impedances were displayed on the leads, however, device reprogramming around the impedances was successful. The physician suspected that exchanging the linear leads for a paddle lead would resolve the pain. Therefore, patient underwent a lead revision procedure where the two leads were replaced with a paddle lead to alleviate the pain. The patient is doing well post-operatively. The explanted leads will not be returned as they were discarded by the medical facility.